Event description:
Information received from the field notes that the patient had confirmed nickel allergies and the physician also suspected a titanium allergy. Localized redness and itching were noted around the pacemaker pocket. Blood tests were negative for infection.